Event description:
The patient reported that her blood glucose was 168 mg/dl before she went on a walk. After the walk, her blood glucose value was 44 mg/dl. She was having difficulty thinking properly. She stated that she attempted to adjust her basal rate on her infusion device and the device display screen was missing segments and the numbers were not legible. The patient reported that her basal rate appeared to be set at 1.5 but after reviewing with the company representative determined that it was properly set at 0.5, but due to the partial display, it appeared to be 1.5. The patient reported that she was eating glucose tablets to increase her blood glucose values. No medical treatment was reported. The product was requested to be returned for evaluation.